Event description:
Customer visited his doctor due to inflammation and swelling at podsite. The doctor confirmed the site was "swollen and pus filled." The area was "lanced and a green discharge came out." A prescription was given for the infection. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was eval and found to be functioning as intended. The adhesive was inspected and found void of defects. The device was found capable of delivering insulin. No problem found that would have caused or contributed to the user's infection at podsite. Product lot qualification records, including sterilization records, were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." The user guide advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."